Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and two suprarenal aortic extensions. On (B)(6) 2017 a follow up angiogram showed the patient had a type 1a endoleak due to aortic neck dilation. The physician elected to implant a non-endologix thoracic device to seal the endoleak. The patient was reported to be doing well at the completion of the repair procedure. There have been no additional adverse events reported for this patient.